Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was received the subject device and checked and found followings; [investigation results] -though the reported phenomenon could not duplicate, it was found that "abnormality with vertical flow image" occurred. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -as a result of the leak test at olympus service operation repair center (sorc), there was no abnormality. [Cause] while it could not duplicate the reported phenomenon, it was found that "abnormality with vertical flow image" occurred. When the subject device was conducting some tests, it was confirmed that "abnormality with vertical flow image" occurred from the time of system connection. When the internal board of the video connector of the subject device was replaced for looking for the malfunction part, the same image abnormality occurred, and the normal image was come back by angle operation of the subject device. Therefore, it was judged that the image sensor unit cable inside the bending part of the subject device had damaged, it was checked with disassembling inside the bending section of the subject device. When checking the image while swing the image sensor unit cable inside the bending section of the subject device, the image changed, such as the same image abnormality occurring or returning to the normal image. So the cable coating inside the bending section of the subject device was peeled off. Since the general shielded wire was twisted and damaged, omsc considered that the reported phenomenon might have occurred due to the disconnection inside the cable of the subject device. [Presumed causes] (1) it might have occurred due to an unexpected load with applying to the cable by external stress such as inserting and removing the trocar diagonally from the state of the insertion part. (2) since the relevant part has not been repaired for more than 6 years from purchased, it might have occurred due to the aging deterioration with the accumulation of damage by repeating angle stress. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since olympus medical systems corp. (Omsc) received a request from the user to re-investigate the video connector, including its internal board regarding to the reported phenomenon, the subject device was returned and re-investigated. Investigation result: the reported phenomenon, the error b30 did not occur with the subject device. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Checking items: to check the internal board of the video connector. After assembling a normal image sensor unit and checking the image, the normal image was displayed, and no error display occurred. To check the image sensor unit. As previous follow up of # MFR report #8010047-2021- 10616 which was submitted on (B)(6) 2021 reported, it had been found that there was a disconnection inside the bending section at the previous investigation. So the subject device was conducted further checking this time and it was found that the resistance value showed o.l. In one of the signal lines, and the wire was disconnected. However, the malfunction phenomenon caused by the disconnection of this signal line was "abnormality with vertical flow image¿ confirmed in the last investigation, and there was no possibility that the error b30 will occur. The image was confirmed while swinging the entire length of the image sensor unit cable, but there was no problem other than "abnormality with vertical flow image. The cause of the deterioration of the internal board of the video connector was speculative, but the following possible causes were possible; presumed causes: (1) since the relevant part has not been repaired for more than 6 years since the subject device was purchased, electronic parts such as ics or capacitors have deteriorated over time due to repeated energization stress. (2) overcurrent temporarily flowed by inserting and removing the video connector while the system was turned on. (3) static electricity was applied to the electrical contacts of the video connector. Cause: since the abnormality that causes of the reported phenomenon could not be detected in the subject device, the reported phenomenon may have occurred due to unstable communication caused by foreign material temporarily adhering to the electrical contacts of either the video connector or the system. Alternatively, it was possible that the communication has become temporarily unstable due to the deterioration of the internal board of the video connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) at first. Sorc checked the subject device for evaluation. It was tested and confirmed for the following conditions with cv-190 (the video processor) and clv-190 (the light source) owned by sorc; see the result when the subject device was angulated. See the result when the bending tube, universal cord and video connector of the subject device were shaking. See the result when the distal end of the subject device was heated or cooled. See the result after hours running. However it could not duplicate the reported phenomenon. The subject device was returned to omsc for investigation. As the investigation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there is the communication problem between the subject device and the video processor was displayed and the endoscopic image was not displayed at the unspecified timing. There was no patient injury associated with this report.